Event description:
It was reported that a patient underwent head surgery in (B)(6) 2012 and suture was used. The patient underwent another surgery on an unknown date for unspecified problems . During the second procedure a piece of needle was found and an infection was present. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.